Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one maxcore biopsy needle was returned for evaluation. While attempting to take the third sample the cannula fired automatically. An x-ray showed insufficient cannula tang engagement and upon disassembly it was noted that the left bumper was bent. Therefore, the investigation is confirmed for cannula self-activation. The investigation will remain inconclusive for the alleged priming issues as functional testing could not be completed due to the identified self-activation. It is likely that the bent left bumper contributed to the reported failure to prime and identified self-activation. However, per the reported event details, the device was dry fired prior to use. The IFU states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a transrectal ultrasound-guided prostate biopsy, after third or fourth sample passes, the top slide of the device allegedly failed to prime while attempting to retrieve sample. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.